Manufacturer narrative:
The field service engineer (fse) was on site on (B)(4) 2009 investigating the event. The fse inspected the instrument and found one of the aspirate probes was not aspirating. The fse also found the displacement voltage was out of specifications and was corrected. The fse performed preventative maintenance (pm) on the instrument. The fse also performed a system check, quality control and a precision run, all passed within specifications. Although hardware issues were addressed, a definitive root cause could not be determined for the event. This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 through (B)(4) 2010 for additional reportable events.

Event description:
The customer contacted beckman coulter, inc (bci) in regards to erroneously elevated accutni (troponin I) result generated on the access 2 immunoassay system. The initial erroneously elevated result was reported outside the laboratory. The patient sample was retested on a different instrument and the results were within the normal reference range. The corrected result was reported outside the laboratory. It is not known if there was any change to the patient treatment. There is no indication of an adverse event or indication of any medical intervention to prevent serious injury.